Manufacturer narrative:
(B)(4). (B)(6). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation of an intraocular lens using the preloaded insertion system. Model pcb00v, the trailing haptic was bent and did not move out of the plunger. The trailing haptic detached in the (B)(6) male patient's eye when the surgeon tried to remove it from the plunger using a surgical instrument. The surgeon cut the lens in half to remove it out of the patient's eye after performing an incision enlargement of about 3.0 mm. The operation was delayed about 30 minutes. Viscoelastic from another manufacturer was used. No visual acuity issue occurred during this event. No further information was provided.

Manufacturer narrative:
Device available for evaluation - yes. Returned to manufacturer - 03/28/2016. The preloaded system was returned to the manufacturer for evaluation. The plunger component was observed in fully advanced position. Cartridge was observed correctly engaged into lower body of the pcb00v device. Visual inspection at 10x microscope magnification was performed and showed that the lens of the preloaded system was in three pieces. A detached haptic was observed among the pieces returned. The reported complaint issue was verified. Manufacturing records were reviewed and the units were manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, analysis of the return, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.